Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per wi-000100100.

Event description:
On 05/10/2022, it was reported by a sales representative via sems that (2) ar-3671 fibertak implants pulled out. This occurred on 05/10/2022 during a shoulder arthroscopy procedure when the surgeon drilled with the appropriate drill, he then went to engage the implant and it pulled out, this occurred again with a second implant. The case was completed using 2 ar-3670 fibertaks, and there was no patient effect reported.